Manufacturer narrative:
The device has not been received for analysis. Upon completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that a dreamtome rx sphincterotome was to be used during a endoscopic retrograde cholangiopancreatography (ercp) procedure. According to the complainant, during preparation, the device's package was opened and the nurse noted that the end of the tome was frayed, and the coating/blue paint was peeling from the tip. The device was advanced into the ercp scope but it was not advanced into the patient's common bile duct; no paint detached inside the patient. The physician requested the nurse to remove the device. The procedure was completed with another dreamtome rx sphincterotome. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.